Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty one devices were received for evaluation; 19 events were duplicated during testing. One event was not duplicated; however, the device was not within specifications. Four devices were found to be affected by corrosion and broken down lubrication. Five devices were found to be affected by broken down lubrication. Four devices were found to be affected by corrosion. One device was found to have a damaged internal component. Two devices were found to be affected by corrosion, broken down lubrication, and shattered bearings. Four devices were affected by corrosion and a shattered bearing. One device was within specifications for the reported event. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 22 malfunction events, in which the device overheated. There was no patient involvement; no patient impact.